Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had some low blood glucose readings but only the meter gave her that reading. Customer stated that her blood glucose was in the 30's mg/dl but the meter that connects to the pump said it was in the 90's mg/dl. Customer stated that she treated for her low blood glucose with candy or chocolate milk. Customer stated that she probably did not treat with an insulin shot. Customer stated that it was a while back and she can't remember. Customer declined troubleshooting and stated that she did not get any medical attention.